Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and dissection); (deformation problem). Conclusion: inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
The physician was attempting to treat the lcx with a resolute integrity drug-eluting stent. The device was unable to cross the lesion and the stent was noticed to be deformed. A dissection is also reported to have occurred. The physician indicated that the dissection was most likely caused by the resolute integrity stent. No further clinical sequelae were reported. Device evaluation: there was one kink noted on the catheter, distal to the strain relief on the hypotube. The balloon appeared to be partially inflated; the distal and proximal segments of the balloon were partially inflated. The distal stent struts were raised and deformed.

Manufacturer narrative:
Evaluation results: patients condition affected effectiveness of device (calcified, tortuous and severely diseased). Conclusion results: device failure/lack of effectiveness related to patient condition (calcified, tortuous and severely diseased).

Event description:
The lcx was reported to calcified, tortuous and severely diseased. It is reported that the device was inspected prior to use and was noticed to look abnormal, the balloon was partially inflated before and after the stent. The lesion was pre-dilated. No treatment of the target lesion was performed.